Event description:
During a premature ventricular conduction procedure to ablate ventricular extrasystoles, there was a connection issue with the amplifier resulting in cancellation of the procedure. The amplifier was on with the ventilation going and could be heard clearly. However, the amber and green lights were off. A patient was created in the ensite precision and there was no connection to the amplifier. The bottom right was all grayed out and the ECG was not visible either, even though it was connected to the patient. The connection to the dws was good. The amplifier was restarted and the dust filter was checked, and a new socket was tried with no resolve. The amber and green light came on for a second at the same time but then immediately went off again. It was decided that the amplifier could not be used and the procedure was cancelled with no harm to the patient.

Manufacturer narrative:
One ensite¿ velocity¿ cardiac mapping system was received into the lab for investigation. Normal signs of wear and customer applied labels were observed on exterior chassis which is consistent with clinical usage. Ac power was applied to the returned amplifier which did not successfully complete the post (power on self-test) confirming the field reported event. Further investigation isolated the root cause of the reported issue to the microcontroller pca (printed circuit assembly). The microprocessor pca (printed circuit assembly) was temporarily replaced, and communication was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the microprocessor printed circuit assembly.